Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 9 of 12 mdrs filed for the same patient (reference 1825034-2016-2015-02467 / 02474, 2016-03234 / 03237). Product location unknown.

Event description:
During a right hip revision procedure, the femoral head could not be disassociated from the stem as the stem was cold welded onto the taper. A bur and tamp were used to separate the components. The stem was loosened in the process and explanted.